Event description:
It was reported that the collimator on the 9900 system would not come down during a case. Also the image could not be rotated or saved. The procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The dicom was reset during the service call. The system was tested and found to be working as intended and put back into service.